Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient with a history of brugada syndrome & ventricular tachycardia (vt) underwent a epicardial vt ablation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis drainage of 150cc of fluid. The reporter stated that the injury occurred on radio frequency (rf) lesion # 18 and there were no force, impedance or temperature indications that the effusion had occurred, but on the carto 3 system it had appeared that the thermocool® smart touch® sf bi-directional navigation catheter had slightly gone from the epicardial space to the endocardial space. There was no visible effusion on intracardiac echocardiography (ice). There was a possibility of a steam pop although no sound or feeling of steam pop. Flow rates were set at 8 ml/min and power was 25-30w. There were no error messages and force visualization settings were graph, dashboard, vector & visitag. Visitag parameters were range 3 time 3 stability 25 over 3 fot 5-30 indicated to flash at 40. Tag size 2mm. Additional color options included force time intervel (fti). Respiration adjustment on. The patient was stable and was transferred to the intensive care unit (ICU) for observation. It was reported on follow up that the patient had fully recovered. Patient was stable and sitting up the next day and the patient went home friday (B)(6) 2021 (following day). It was also reported that prior to the injury the decanav catheter had noisy signals on pole 9 & 10. Changing out the catheter resolved the issue and the procedure was continued. This issue is not considered to be MDR reportable since the risk to the patient is low.